Event description:
No osseointegration, complication in site preparation (part of buccal bone was thin and cracking), primary stability was achieved, immediate implantation, bone resorption. Thin and fracturing buccal bone created space for implant movement and implant dislodged.